Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and as a correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the light source lamp failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during an endoscopy procedure, the evis exera iii xenon light source lamp was unable to light up and sometimes the light would not turn off. Customer reported that the light was replaced but same issue occurred. Additionally, customer thought they might be using a third party lamp which might be the cause of the igniting issue. There was an intermittent delay due to this event and the procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation was unable to confirm the lamp ignition issue. The button control on the front panel were tested severally without an issue. The evaluation uncovered worn out scope socket slider switch causing intermittent use of high intensity mode. Additionally, the non-olympus lamp life meter was reading below 50 hours which is out of range. The front panel mouth was chipped. The lamp washers were missing, and lamp bolt was installed in the wrong thread hole. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.